Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for a high blood glucose level of 30 mg/dl. The customer was hospitalized on (B)(4) 2015 at 9pm. The customer stated that they gave themselves too much insulin after dinner. Details of their treatment was not provided. The product was not returned for analysis.